Manufacturer narrative:
(B)(4). Device available for evaluation - corrected. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily tortuous, moderately calcified, proximal right coronary artery. A perforation occurred during the procedure; therefore, the 3.5 x 16 mm graftmaster stent delivery system (sds) was advanced for treatment of the perforation; however, it did not cross the lesion due to the anatomy. A 4.0 x 15 mm xience sds was able to cross. There was no clinically significant delay in the procedure were reported. No additional information was provided.